Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium angled attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium angled attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The device failed for heat and noise due to a breakdown of lubrication and debris affecting the bearings of the device. The attachment is not a repairable device and will therefore not be returned to the user facility.